Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m136178 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m136178 and test base part number 190-430 / lot m136178. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m136178 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is is sample interference or cross contamination.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Refernce MFR reports 1221359-2021-01745, 1221359-2021-01746, 1221359-2021-01749, 1221359-2021-01750, 1221359-2021-01748.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasalpharyngeal swab. Repeat testing was not performed. Confirmation testing ws performed x2 with nasalpharyngeal swab with roche liat on (B)(6) 2021 with negative results and with hologic panther with negative results. The customer stated the patient was asymptomatic. Patient was tested for admission for infusion center appointment. No additional patient information, including treatment and outcome, was provided.